Manufacturer narrative:
Customer returned (1) loose 32g x 4mm bd pen needle without a tear drop label attached (used). Consumer reported needle blocked. The returned sample was examined and tested for flow: it passed. The sample passed the flow test and no manufacturing defects were observed, therefore the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that medication was not able to be delivered with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no: 320122. Batch no: 7059936. It was reported: needle blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication was not able to be delivered with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no: 320122, batch no: 7059936. It was reported: needle blocked.